Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8271675. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-09-28. Medical device lot #: 8161661. Medical device expiration date: 2023-05-31. Device manufacture date: 2018-06-10. Medical device lot #: 7321522. Medical device expiration date: 2022-11-30. Device manufacture date: 2017-11-17. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 344 affected bd 1ml luer-lok¿ syringes that had damage, missing print, scale marking error, and foreign matter.

Manufacturer narrative:
Investigation: three loose 1ml syringes were received and evaluated from lot number 8271675. Two syringes were observed to have scratches approximately 0.375" in length between the 0.1ml and 0.2ml markings. One syringe had the scratch inside the grad line and one had the scratch outside the grad lines. One syringe was observed to have an improper fill, scale marking issue at the 0.6 and 0.7 markings as well as the "single use only". Three loose 1ml syringes were received and evaluated from lot number 8161661. One syringe was observed to have a swirl of brown embedded foreign matter extending from the 0.15ml to the 0.8ml markings. It appears to be burnt plastic and is larger than level 3 in size, which is rejectable per product specification. One syringe was observed to have surface scratches through the grad lines extending from the 0.2ml to the 0.5ml markings. The scratches resulted in more than half of at least one grad line missing which is rejectable per product specification. One syringe was observed to have a jammed stopper condition and a plunger rod bent approximately 1" below the thumb rest. No samples/photos received for lot number 7321522. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause is associated with the assembly process for damaged barrel, jammed stopper, and scale permanency. Marking process for the scale quality, and molding process for the embedded foreign matter.

Event description:
It was reported that there were 344 affected bd 1ml luer-lok¿ syringes that had damage, missing print, scale marking error, and foreign matter.